Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the drive support cap was normal and did exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.